Event description:
The customer reported that results for single patient sample processed on a vitros eciq system were associated with the incorrect patient name and demographics. The results were not reported, and there were allegations of harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event determined that the customer re-uses sample ID numbers. The customer was not aware of ocd technical bulletin (B)(4) pertaining to the re-use of sample ID's. The customer was sent the technical bulletin and will establish a procedure to delete sample ID's in the eciq software. The root cause of this event is user error.